Event description:
A malfunction alarm was reported by the customer, which was indicated by the malfunction code [16-0x20e6]. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that the pump needed to be replaced and received a replacement pump through the company's messenger service. Technical support confirmed the customer's shipping address and ensured a replacement pump was provided to maintain uninterrupted insulin delivery. No further information about returning the problematic pump was available.